Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; non conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is (B)(6) 2013. Placeholder.

Event description:
Facility reports during tibial plateau leveling osteotomy (tplo), both attachments vibrate and the blade cuts harshly during use. Effects of cutting blade during sawing could possibly leave a scar once the wound heals. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. A review of the device history records was performed and no complaint related issues were found. No part received for device history review (DHR), therefore DHR review is deemed to be indeterminate. The investigation could not be completed; no conclusion could be drawn, as product was has not been received. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reporter's complaint the oscillating saw attachment is vibrating could not be confirmed. The device was tested and the complaint wasn't duplicated. Device was used for treatment, not diagnosis.